Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's other blood glucose is 377 mg/dl. The customer did experience the symptoms such as nausea and stomach was feeling hot or warm inside. The customer treated high blood glucose with manual injection, insulin drip, humalog and lanthus. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.